Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that her meter has been reading inaccurately high for the past 5 days. She reported meter results of 243, 254, 222, 238, and 325 mg/dl. She was comparing these to normal readings/feelings. Based on the meter results, she increased her amaryl by taking an extra pill in the morning. It is not clear the patient was following the advice of her healthcare professional. The owner's booklet cautions patients to consult with their healthcare professional prior to making adjustments their medication regimens. After the reported issue, the patient reported feeling shaky and sweaty for the past 5 days. The patient denied receiving medical attention following use of the meter; however, she treated herself with food/drink. The techniques for cleaning the puncture site and for testing their blood glucose were correct. The meter was replaced. This complaint is reported, although the comparison is anecdotal, the patient allegedly increased her medications and subsequently suffered hypoglycemic symptoms.

Manufacturer narrative:
Lifescan is requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.